Event description:
Pt underwent primary hip procedure on (B)(6), 2009. Hospital reported revision surgery was performed on (B)(6), 2011 due to unk reasons. During revision, surgeon had difficulty removing the taper adaptor from the stem. After several attempts, the adaptor was removed as well. No further complications have been reported.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current info is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. This is 3 of 3 mdrs relating to the same reported event. Please also see mdrs 3002806535-2011-00120 and 3002806535-2011-00121. This report filed (B)(4), 2011.